Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The patient was manually ventilated and there was no patient injury reported.

Manufacturer narrative:
A dräger service technician was dispatched and was able to verify the reported problem as 2 separate 'vent fail' alarm events are recorded in the logs. The technician replaced the vent motor, tested the machine after the repair and confirmed that all tests passed. The machine has been returned to use with no further problems reported to date. In-depth analysis of the log file carried out by the manufacturer revealed that a failure of the encoder system was the triggering condition for the ventilator failure alarm and for the shut-down of automatic ventilation, consequently. The replaced motor including encoder unit was tested and exhibited no technical problems. Due to absence of hardware errors, dräger concludes that the likely root cause was dust/dirt on the encoder disc that have been removed during the motor exchange. The reported device response of switching to manual ventilation and alerting the user to this condition is the expected behavior laid down in the safety concept. No patient consequences have occurred due to the event. All parts that can be put in causal connection to the error entries in the log have been replaced preventively.

Event description:
Please refer to initial MFR. Report #9611500-2016-00259.